Event description:
Pt was clinically failing due to decreasing vad flow. Intraoperatively when pushing external aspect of inflow cannula there was immediate improvement in flow of the lvad, we were able to rectify by just changing the direction of the inflow cannula.